Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: device oper. Code changed to lay user/patient. Evaluation summary: (B)(4): primary analysis finding: no anomalies were found. The full lead was returned and analyzed. Outer tubing overlay was breached cut. Blood/body fluid was present in/on outer tubing overlay, the electrode end of the distal conductor and helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead was possibly fractured. The lead was explanted and replaced. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.